Event description:
It was reported that approximately 16 years post-implantation, the patient underwent a hip revision due to instability. The cup was revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1-3; b5; b7; d10; g3; h2; h6 d10: cat # 00877503601 lot # 2435785 bioloxâ® delta, ceramic femoral head, cat # 0106010105 lot # 4012027 avenirâ® muller, stem. Cat # 00631005836 lot # 61021857 liner 10 degree elevated rim. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 16 years post-implantation, the patient underwent a right hip revision of the cup due to psoas tendinopathy leading to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided. Review of the available records identified the following: patient had an initial right tha. Patient had a revision of the cup due to psos tendinopathy which led to instability. Also notes patient has waddle due to abductor dysfunction. No further information was provided. Two x-ray images were reviewed and not submitted for further review to radiology as the indication for revision was due to psoas tendinopathy and would not be accurately captured on plain film. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.